Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert. No cause of the alert has not been determined at this time. The crt-d remains in service and there were no adverse patient effects reported.